Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that they encountered an automated impella controller (aic) issue concerning the pump unable to start. There was no patient involvement as the aic was being used during an intensive care unit in-service training and attempted to start a demo impella cp pump. The error message "impella controller failure" was displayed on the aic and the demo pump would not start. The team then attempted to start the same demo impella cp with a different aic and the pump started successfully without issue.